Event description:
Additional information from the patient reported in order to resolve the pain and sciatica in hip they took prednisone and rested, the patient noted the pain and sciatica in the hip had not resolved yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient that they had severe pain on (B)(6) 2016. They indicated that it was more of an orthopedic problem. They had shut off the patient's device for 24 hours. They put the device back on, and had put the stimulation down to 1.0v and then up to 1.5v after 24 hours. It was noted that the patient had sciatica in their hip and were waiting on the pain to decrease before increase the stimulation to 1.7v. The patient mentioned that they were in the ER on (B)(6) 2016. An x-ray determined they had sciatica in their hip, and this was causing pain in the interstim area. It was noted that the pain was mostly due to sciatic and not due to the interstim. The patient indicated that the sciatica was affecting the interstim, and stated it was the hip, buttocks, and right leg. They confirmed that the interstim was not causing anything. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.